Event description:
It was reported by service report that the cot had a breakage on the upper lift bar. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Device was evaluated by the customer. Upper lift bar. Manufacturer's investigation is still ongoing: if additional information is received, a follow-up report may be submitted.